Event description:
It was initially reported that the patient had an infections at the generator site and had their generator removed. The infection was believed to be related to be related to surgery since the patient had a recent lead replacement. There were no culture results that were available and the nurse did not think there were any taken. There was no reported trauma or manipulation. Review of manufacturing records confirms sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.